Event description:
It was reported by service report that both of the head-end siderails had panel damages which may allow for fluid intrusion. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked head-end outer siderail panels.